Event description:
The customer reported that the device became stuck. Attempts were made to get further information on the incident but the site did not reply. The sample was discarded by the site.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.